Event description:
A case was performed the day prior with a pt who had pulmonary edema. The anesthesia tech reported that the breathing circuit was contaminated with blood. The anesthesia tech performed cleaning of the breathing system and the device was presumed read for use. The following day, at the beginning of the procedure, the user could not manually ventilate the pt. The user noted that the reservoir bag continued to expand. The user switch to an alternate ventilation device and the anesthesia machine was replaced to complete the case. No pt injury.